Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set w/ pre-attached holder there was an issue with labeling error. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set w/ pre-attached holder there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect lot number and expiration date labelling on the case carton was observed. The photos showed the following: a case carton with batch 7296890 and expiration 10/31/19. A shelf carton with batch 5343730 and expiration 12-2017. However, based on the date of manufacture for the two lots, it was noted that they were manufactured almost 2 years apart and therefore, the error was unlikely to have occurred during manufacturing. Lot 7296890 was manufactured on 2017-11-21. Lot 5343730 was manufactured on 2016-02-04. A review of the device history record was completed for both incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Furthermore, the labelling of both lots matched the reference in the DHR. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect labelling was observed. However, based on the date of manufacture for the two lots, it was noted that they were manufactured almost 2 years apart and therefore, the error was unlikely to have occurred during manufacturing. Root cause description: based on the investigation, a root cause could not be determined. Although the photos indicate a mismatch in the labelling between the case carton and the shelf carton, the opportunities for this error to occur at the manufacturing plant are improbable given the time-frame when the two lots were manufactured and distributed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Correction: date received by manufacturer: 7/18/2018. The awareness date was initially reported as 7/3/2018 on the initial MDR and was updated after the submission. The correct awareness date is 7/18/2018. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: no.